Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that the patient implanted with this pacemaker experienced an episode of dizziness while working near machines that generate electromagnetic fields. An occupational medicine specialist at the patient's place of employment believed the episode was the result of electromagnetic interference (emi) that led to pacing inhibition. The patient was placed on leave pending further investigation and resolution to the issue. Boston scientific technical services (ts) provided guidance related to exposure to electromagnetic fields and provided suggestions for a site survey of the patient's work environment. Following assessment of the site survey, ts provided additional discussion and recommendations to maintain a safe distance from potential sources of emi in the patient's workplace. No adverse patient effects were reported. This system remains in service.